Manufacturer narrative:
All available information was investigated and the reported issue could not be tested via returned device analysis. The steerable guide catheter (sgc) tip was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information available the reported activation, positioning or separation problem was the result of patient anatomy. A conclusive cause for the observed sgc soft tip tear cannot be determined. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) was potentially damaged by the steerable guide catheter (sgc) as the clip could not open after insertion into the sgc. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 3-4. The first clip delivery system (cds) was advanced to the mitral valve, but the clip didn¿t open when checking to see if the clip was perpendicular. Troubleshooting was performed; however, the clip did not open. The clip was not implanted and the cds was removed. The second cds was advanced to the mitral valve the clip did not open. The second clip was not implanted and the cds was removed. The third cds was advanced, but the clip did not open as well. The third clip was not implanted and the cds was removed. The decision was made to change the steerable guide catheter (sgc) because the groin seemed to be kinked with hard tissue and the three cds may have gotten damaged advancing through the narrowed sgc lumen. After removal of the sgc, it was noted that there was no damage to the sgc; however, a new sgc was used to continue the procedure. A fourth cds was advanced to the mitral valve and the clip was deployed successfully, reducing mr to 1. It was confirmed that all three clips were not able to open after they were removed. It was believed that something happened in the sgc that caused damage to the cds locking mechanism. There was no other type of damage noted to devices. The procedure prolonged for three hours; however, there was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.